Manufacturer narrative:
H6: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficutlties experienced with this complaint incident.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that in-stent restenosis occurred. In 2006, the physician placed two overlapping taxus stents in the mid left anterior descending (lad) artery. The lad was predilated with a 2.5x12mm maverick balloon, and then a 2.5x12mm taxus express2 stent was placed in the mid lad and a 2.75x16mm taxus express2 stent was placed in the proximal lad. Two hundred ninety eight days later, the patient presented with a 50% stenosis. It is unknown if the patient was on antiplatelet therapy. The physician predilated the lad with a 3.0x12mm maverick ballon and placed a 3.0x16mm taxus express2 stent in the mid-lad to treat the restenosis. The patient condition is reported as "fine."